Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no report of patient injury.